Manufacturer narrative:
Service visited on the site on (B)(4) 2011. The field service engineer reported that the leaking liquid appeared to be wash concentrate. The fse checked canisters and 3 way valves for leaks. The fse found a pin hole in valve tubing on v12, and replaced tubing and verified operation. The leaking issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak under the hydro area of synchron lx 20 pro clinical system. No injury was reported and there was no effect to patient or user.